Event description:
The device was used during an unspecified colon procedure on december 29, 1998. Reportedly, the anastomosis ring did not absorb within the stated time frame. The surgeon performed a re-operation on may 21, 1999 to correct the condition. The hospital has reported the pt's condition is satisfactory.